Manufacturer narrative:
A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection and the customer's allegation that the image was black when using angulation was not confirmed. Based on the results of the investigation, since the image was not displayed at angulation, it was presumed that the breakage of the image sensor unit was the cause of the event. However, the cause could not specified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including the destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. In addition, the following non-reportable malfunctions were found during the device evaluation: the bending cover had leakage, and the switches were aged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the device image was black when using the bronchovideoscope angulation. The issue was found during preparation for a diagnostic bronchoscopy procedure. The procedure was completed with a similar device. The patient was not under anesthesia and there was no procedural delay. There were no reports of patient harm.